Manufacturer narrative:
(B)(4). Product will be returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the the device fractured during trialing.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows the repeated use and is fractured on medial side of post. All pieces were returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.